Event description:
The customer reported two (2) conflicting results with the ID now covid-19 assay performed on direct tested nasopharyngeal samples on (B)(6) 2022. This report is for patient one (1) of two (2). The patient initially tested positive with the ID now covid-19 assay. The same sample was retested with a different ID now instrument which generated a negative result. ID now covid-19 assay primary lot number is unknown. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j, that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference all related reports: 1221359-2022-04099.